Manufacturer narrative:
Replacement locks and s-clips were sent. Review of the manufacturing records for lot 014711 of kit10002 confirmed the box with the locks were included in the box per visual inspection.at kitting. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. Page 5 contains a parts list, which includes the locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.

Event description:
Per complainant, her son was unzipping the sheets and escaping the bed. When asked, the complainant stated no locks were received with the bed, which was purchased through a dme. Per complainant, her son bruised his foot, requiring ice but no further medical treatment was needed. There was no report of injury as a result of the event.